Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during an anterior resection the device cut tissue and allegedly did not staple the colon with the rectum. The surgeon reported "bleeding at the edges an a cavity contamination". The bleeding was less than 250cc. The surgery was converted from laparoscopic to an open procedure to create the anastomosis and an ileostomy. Or time was extended, less than 30 minutes.. There was unanticipated tissue loss and tissue damage. The device has not yet been returned or examined. There was post-op bleeding, pain, and the patient's hospitalization was extended. On an unspecified date the patient reportedly had severe dehydration and renal insufficiency. The patient's pre-op diagnosis, prior medical history and prior surgical history was unknown.

Manufacturer narrative:
(B)(4).

Event description:
The space between the cartridge and the anvil was closed and the green bar was visible in the indicator window. The stapler did cut but did not staple. The patient required intensive care stay and was discharged from the hospital approximately three weeks after surgery.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving a stapler subject to patient event reports captured under the following files: (B)(4). A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. The root cause for the reported condition could not be reliably determined as the device was not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.